Event description:
The customer reported that during use of this drill in oral surgery, the device started making a noise. The doctor felt that the device would overheat; and therefore, discontinued use. The procedure was completed using the original bur guard and an alternate handpiece. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the drill was received for eval and during testing, excessive heat occurred in the collet due to collet assembly failure and worn bearings. In addition, a visual inspection found the motor, sleeve motor and distributor completely covered with corroded-like deposits. Conmed linvatec repair history shows no prior repair for this handpiece. The instruction manual for this device informs that user: continually check all parts of the instrument and its attachments for overheating. If overheating is noticed, discontinue use and return the equipment for service. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard must be sent for repair immediately. Do not use. In addition, the recommended service interval for this handpiece is every 12 months and the associated bur guards are every 6 months.